Manufacturer narrative:
This supplemental report is being submitted for additional information received on 05oct2021. Per the olympus sales representative, in order to complete the procedure the customer opened another camera that did have an image and continued the procedure. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of no image was confirmed due to faulty cable unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd camera head is unable to display image when plugged in. The event occurred during a therapeutic cystoscopy with lithotripsy procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the faulty cable unit caused communication failure resulting in no. The cause of the faulty cable unit is unknown at this time. Olympus will continue to monitor the field performance of this device.